Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, this lead is displaying noise. No other information was provided. There was no mention of intervention.